Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited due to damage on ccd unit, a noise image occurred, and connecting tube was sticky. There were no reports of patient involvement.

Event description:
It was reported, the bronchovidescope exhibited no image. The issue occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.